Manufacturer narrative:
(B)(4). Date sent: 09/25/2025. D4: batch # 229d49. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec60a device was returned with a trocar unknown on the shaft area, the joint cover damaged, the jaws and closure trigger in the closed position. The knife was noted partially advanced, the red manual knife reverse button was activated and the knife returned to the home position as expected. The knife advanced condition should be noted that when using the reverse button ensure that the knife is fully back on its home position, if the knife remains advanced the device jaws would not open. Also, one ecr60b reload loaded on the device was returned. The reload was received partially fired 1/4 with no apparent damage. The returned device and a test reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The partially fired is consistent with an incomplete or interrupted cycle. The damaged on the joint cover, it is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device ec60a with lot number 242d00; and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 229d49, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the stapler did not work as there was no stapling. They closed the device on the tissue with the manual trigger then tried to staple with the firing trigger but the device was blocked. They pushed the reverse button and the opening button to no avail. There was no patient consequence nor surgical delay reported. No additional information provided.